Manufacturer narrative:
The alleged time and date reset issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated a time and date reset had occurred on (B)(6) 2014 within seven minutes of the pump being powered off. A manual time/date change was observed from 02/03/2007 at 09:58 to (B)(6) 2014 at 09:59. The pump powered on normally and a rewind, load, and prime sequence was successfully performed. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had been experiencing low blood glucose (bg) of 46mg/dl with numb legs, shakiness, sweating, and dizziness related to the time and date resetting to default with battery changes. The reporter did not provide a specific date or dates for the low bgs. The reporter stated that the patient¿s bgs were treated with juice. The reporter noted that the patient has different basal settings at different times of the day. This complaint is being reported based on the allegation that the patient experienced hypoglycemia related to a time and date reset issue. Use error cannot be ruled out as a cause or contributor, as the user is prompted to confirm the time and date on the verify screen when the pump is rebooted.